Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's mother reported that the lead fractured and was "not working". Upon follow-up, the hcp indicated the patient has been asymptomatic and there have been no complications. The lead is currently being monitored and the patient's need for a pacemaker is being evaluated.